Manufacturer narrative:
To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor implanted an intraocular lens (iol) that was reportedly scratched. There was no patient injury reported and the lens remains implanted. There was no further information provided.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation as it remains implanted. Visual evaluation could not be performed, therefore the reported complaint could not be verified. The manufacturing process record could not be performed since serial number is unknown. Furthermore, the complaint history search could not be performed since serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.